Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10: associated product: a competitor companies one piece shell/ liner; rm pressfit cup by mathys. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Radiographs were provided and reviewed. One undated image reviewed and not submitted to radiologist. As it's undated, cannot correlate the event of dislocation with the x-ray. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent revision surgery due to dislocation. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: item name# tprlc 133 mp type1 bm ho 10.0; item# 51-117100; lot# 7691235. G2- australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.